Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient was being lifted from the bed to a wheelchair. 2 cna's where using a medium sling. When they turned the patient in the lift to put him in the wheelchair, the loop was 3/4 of the way on and the sling slipped off the hook. The safety latch bolt was bent and it allowed the loop to slip off. All the safety latches and bolts have been replaced. Complaint# (B)(4) was entered into our system.